Event description:
It was reported the patient experienced spasms in her head arms and legs about twice per day. She was also diagnosed with a stroke about a week after her implant; at first they did not know for sure. The stimulator was turned off during one of these spasms and thought that might have helped with the spasms. The stimulator was helping her pain and was in the thoracic area. The patient was scheduled to see another hcp for a second opinion and to evaluate the patent's issue as well as the implanted system. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).